Manufacturer narrative:
Additional information: b2, b5 and h6. B5: upon follow-up, it was reported that the cause of peritonitis was unknown. The peritonitis was manifested by cloudy effluent. The patient was treated with unknown oral antibiotics for 15 days. The patient reported they were "disconnecting and did not close their roller clamp", then they "applied a minicap". At the time of this report, the patient recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. It was reported the patient was hospitalized for the event. The cause of the event., treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.